Manufacturer narrative:
Device return was requested from the customer for evaluation and investigation. When additional information becomes available, supplemental follow-up will be submitted.

Event description:
Customer stated that their 13 years old device overheated. Device was set at 90 degrees, but was measured at 150 degrees.